Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio-ID was not working. A field service engineer (fse) confirmed that the bio-ID was not detected, the device was not powering on. The fse tried a new universal serial bus (usb) cable and a new bio-ID, but the results were the same, the bio-ID was not powering on. The fse replaced the bio-ID, the bio-ID usb cable and the docking board. After that the fse successfully install the bio-ID updated driver. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, bio ID was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.